Event description:
Device malfunction: broken handle, partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: stent implanted in unintended site. Ti was reported that during a superficial femoral artery (sfa) stenting procedure during xceed stent deployment as the stent was partially deployed, the handle broke, causing the partially deployed stent to move into the common femoral artery. Balloon dilatation was performed to fully expand and implant the stent in an unintended site in the common femoral artery. The sfa procedure was completed using a non-abbott stent. There was no adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
The customer reported the stent remains in the pt's body. The stent delivery sys was not returned. The lot number was not identified; therefore , a device history record review cold not be performed.